Event description:
It was reported that the device screen was broken, and the user requested a replacement but could not provide the serial number because the pump was not present. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included collection of event details and an attempt to verify device identification prior to troubleshooting. Investigation of this case revealed insufficient information to confirm device specifics or perform device-level analysis, with the issue consistent with a damaged display component. It was concluded, based on previously established findings for similar reports, that the cause was unknown due to unavailable device information.